Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: the last bolus delivery was made on (B)(6) 2015 and the last basal delivery was on (B)(6) 2015. A manual time/date change was observed in the black box from (B)(6) 2015 00:05. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced an unknown blood glucose over 500 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.